Event description:
It was reported from baxter (B)(4) that the reservoir of one (1) ce intermate lv250 device had ruptured during patient use. The device was filled with filled with an unknown antibiotic and connected to the patient. Near the end of infusion, the reservoir burst. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for the reported condition will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4).